Event description:
It was reported that during a procedure to address ineffective stimulation (reference MFR report numbers: 1627487-2018-12659, 1627487-2018-12660, 1627487-2018-12662, and 1627487-2018-12664), the physician was unable to implant a replacement lead at the s1 vertebral level due to patient anatomy.